Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks, other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, it was identified that the tip-up fenestrated grasper instrument pulley came off the track. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.